Manufacturer narrative:
The customer returned the contour next link 2.4 meter and contour next test strips from lot # 8gpeb09b. An in-house testing was performed using the returned meter and returned test strips, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's weight was not provided.

Event description:
The customer reported that within 8 minutes, he obtained blood glucose readings of 141 mg/dl on a non-ascensia meter and 600 mg/dl on a contour next link 2.4 meter. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.